Manufacturer narrative:
(B)(4). Viper universal poly driver was not returned to the customer quality unit for evaluation. A device history record review could not be performed as a lot number is not available. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the viper universal poly driver we are unable to confirm the reported issue or identify the root cause. As the device was not returned for evaluation the device failure cannot be confirmed. As such, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon had a very difficult case with a patient who had very hard bone. The surgeon chose not to tap the bone prior to screw insertion which resulted in higher than normal bone/screw insertion torque. This resulted in screw driver tip breakage. Secondarily, the surgeon was trying to pass a rod with a severe bend up the spine from the pelvis up to t10. After putting a very lordotic bend into the rod while attached to the rod holder, he then put a lot of force on the rod/rod holder interface while passing up the spine. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.